Event description:
During an unknown procedure, the chamfer reamer took a small ring of extra bone (1-2mm) from the patient. There were no reported adverse events or patient injury resulting from the event.

Manufacturer narrative:
It has been communicated by the customer, that the device will be returned to (B)(4) for evaluation. Once (B)(4)l receives the device an investigation will be performed and a supplemental medwatch 3500a form will be submitted. Complaint information was provided by smith and nephew. No code available on the patient problem code hierarchy which relates to the adverse events of extra bone removed during procedure.

Manufacturer narrative:
Complaint sample was not returned for evaluation so the reported event cannot be confirmed. No further investigation is required.

Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.